Event description:
Pt complained of problems with her left knee. She had underwent a total left knee replacement in 1990 and was fine until july 1995. Pt then had problems of pain and giving out of the knee. Conservative treatment failed and further evaluation revealed possibility of a fracture of the plastic on the lateral side. She then underwent a revision of the left knee on 10/27/95. Operative reports show the lateral tibial tray had fractured off which the surgeon felt was the source of it's problem. The revision was successful & the pt recovered. (*).